Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed water leak test from gold pin. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has cracked connector causing no image. The most probable cause of the complaint and of the addition finding is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.